Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device kept alarming that it needed to be calibrated, even after calibration was recently completed, along with the pm. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reflashed software. Replaced front cover, rear case, left/right handle, front door, barrel clamp, and left/right iui. Please note: preventive maintenance(pm) is required after performing calibration in order to prevent the calibration error message from generating. A review of the device history record showed the device had a manufacture date of 06/19/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to software needing to be reflashed. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages.

Event description:
It was reported that the device kept alarming that it needed to be calibrated, even after calibration was recently completed, along with the pm. There was no patient involvement.